Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced wound dehiscence at the pocket site and an infection. It was noted the device was contaminated. As a result, the patient was hospitalized, administered intravenous antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.